Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the tip of the texium syringe when administering an unspecified IV push medication. The event occurred in the chemo clinic.

Manufacturer narrative:
Additional information provided: describe event or problem. The customer complaint of leak from the tip of the texium syringe was confirmed. Picture received by customer shows a droplet of fluid on the tip edge of the texium luer.

Event description:
The syringe was disposed of and the remainder of the medication dose was remade and administered to the patient.